Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this instrument broke on the back table. No parts or pieces fell into the patient. No surgical delay/prolongation. No problems occurred. No patient information reported. Photo attached. Product not returning - pieces were thrown out by hospital.